Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient was injected with 1 syringe of juvederm volift with lidocaine to the lips, same ¿partida¿ (as reported), and experienced an allergic reaction. Patient evolved with edema in the mucosa and angioedema. Symptoms occurred the same day as injection at the injection site. Patient treated with crono 12, injectable antihistaminic, heat and corticoids. Symptoms resolved 2 days later.